Manufacturer narrative:
Result: the pc 400 coil stretch resistant (sr) wire is broken. The constraint ball is still intact. The px slim microcatheter is ovalized approximately 4.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the coil could not be detached with a coil detachment handle. Evaluation of the returned devices revealed that the px slim microcatheter is ovalized approximately 4.5 cm from the distal tip. The constraint ball is still intact on the coil. The constraint ball outer diameter was measured and is within specification. The pusher assembly was not returned for evaluation; however, a break in the coil sr wire is usually associated with force placed on the coil during manipulation in the catheter in excess of the tensile strength of the sr wire material. This force is typically placed on the device when the user encounters resistance during coil deployment or coil retraction. The cause of any resistance during coil placement could not be identified based on the description of the event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00545.

Event description:
The patient was undergoing a coil embolization procedure in the left iliac artery using a penumbra coil 400 and px slim delivery microcatheter. During the procedure, the penumbra coil 400 was advanced to the aneurysm through the right brachial artery. The coil would not detach in the handle, but the pet lock was broken. The physician attempted to detach the penumbra coil 400 by breaking the delivery wire three times, however, the penumbra coil 400 would not detach. The physician removed the penumbra coil 400 and the px slim delivery microcatheter and the procedure continued using another px slim delivery microcatheter and penumbra coil 400. The patient was well post-procedure. Physician's comment: I am not sure the cause. There is no report of an adverse effect on the patient.